Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening on posterior. A visual and microscopic analysis was performed which identified opening crease sharp, stress marks, wear abrasion and crease fold. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.